Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6;g.3.

Event description:
A patient reported they experienced the events of ¿bilateral capsular contracture¿, ¿seroma¿, ¿swelling¿, ¿hardness¿, ¿feels insecure due to recall¿, ¿lumps in the scar¿, ¿breast started to grow suddenly ¿, ¿hurt a lot¿, ¿700 ml of seroma in right breast¿, ¿inflamed fibrous capsule around prosthesis¿, ¿nodules along the scar¿, ¿breast started to swell again, leading to two more collections¿, ¿prosthesis has risen (it is very high profile, almost in the neck)¿, and ¿not breastfeed in right breast due to great pain suffered." The right side device remains implanted.

Event description:
A patient reported they experienced the events of ¿bilateral capsular contracture¿, ¿seroma¿, ¿swelling¿, ¿hardness¿, ¿feels insecure due to recall¿, ¿lumps in the scar¿, ¿breast started to grow suddenly ¿, ¿hurt a lot¿, ¿700 ml of seroma in right breast¿, ¿inflamed fibrous capsule around prosthesis¿, ¿nodules along the scar¿, ¿breast started to swell again, leading to two more collections¿, ¿prosthesis has risen (it is very high profile, almost in the neck)¿, and ¿not breastfeed in right breast due to great pain suffered." The right side device remains implanted. Patient representative reported ¿great anguish, low self-esteem, trauma, agony, shame, and regret for having implanted the prostheses, besides the health risk in view of the recall.. Great risk of being cancerous.¿ treatment included corticosteroids, anti-inflammatories, and cavity drainage. The corticosteroids ¿caused great weight gain.¿

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and capsular contracture baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿bilateral capsular contracture¿, ¿seroma¿, ¿swelling¿, ¿hardness¿, ¿feels insecure due to recall¿, ¿lumps in the scar¿, ¿breast started to grow suddenly ¿, ¿hurt a lot¿, ¿700 ml of seroma in right breast¿, ¿inflamed fibrous capsule around prosthesis¿, ¿nodules along the scar¿, ¿breast started to swell again, leading to two more collections¿, ¿prosthesis has risen (it is very high profile, almost in the neck)¿, and ¿not breastfeed in right breast due to great pain suffered." The device remains implanted.